Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of (B)(6) confirmed an extrinsic outflow graft obstruction. (B)(6) was returned assembled with the pump cable severed approximately 6 inches from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged, and the metal framework of the apical cuff was returned. The pump appeared to have been exposed to a fixative. A deformation was observed at the distal portion of the outflow graft. The tissue accumulation on the exterior of the outflow graft (outside of the blood flow path) appeared to have formed around and within this deformation, suggesting that the graft had been deformed for an undetermined period of time while the device was supporting the patient; however, no device-related issues were reported. The lumen of the outflow graft revealed no adhered depositions or thrombus formations. A specific cause for the observed deformation in the outflow graft could not conclusively be determined through this evaluation. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no laminated or denatured depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 02jun2015. The current version of the heartmate 3 lvas instructions for use (IFU) contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of mlp-002155 confirmed an extrinsic outflow graft obstruction. Mlp-002155 was returned assembled with the pump cable severed approximately 6 inches from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The cuff lock was fully engaged, and the metal framework of the apical cuff was returned. The pump appeared to have been exposed to a fixative. A deformation was observed at the distal portion of the outflow graft. The tissue accumulation on the exterior of the outflow graft (outside of the blood flow path) appeared to have formed around and within this deformation, suggesting that the graft had been deformed for an undetermined period of time while the device was supporting the patient; however, no device-related issues were reported. The lumen of the outflow graft revealed no adhered depositions or thrombus formations. A specific cause for the observed deformation in the outflow graft could not conclusively be determined through this evaluation. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no laminated or denatured depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp-002155 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
In the investigation of the returned pump mlp-002155, there was a confirmed outflow graft obstruction.